Event description:
It was reported that the patient's lumber spine was burned during a procedure.

Event description:
It was reported that the patient's lumber spine was burned during a procedure.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Based on previous investigations probable root causes can be one of the following: safelight design, boot material, light source, and/or use error. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.